Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the shaft pilot (p/n: 534151) was come off when using a cone reamer because the mode switch had been set to reverse rotation during the tha surgery on (B)(6) 2019, and the shaft pilot was remained in medullary cavity. Although the surgeon attempted to remove the shaft pilot from medullary cavity, it could not. Thus, the surgeon made another incision on the knee, put k-wire into the incision, pushed the shaft pilot from distal side, and removed it from proximal side. The surgery was completed within a 30 minutes surgical delay. No further information is available.